Event description:
Customer's father reported via phone call that the customer experienced high blood glucose over 600 mg/dl for the past 2 weeks. Current blood glucose reading is over 500 mg/dl. The customer fainted 2 times and experienced nausea, abdominal pain and vomiting. Customer treated with manual injection. During troubleshoot; it was stated, the drive support cap is recessed. The customer found some air bubbles. Insulin was not stored at room temperature. No insulin leaks found. Insulin did exit the tubing with manual prime. The infusion set was removed and the cannula was slightly curved. Time and date are correct but customer was unsure about the basal rates and bolus wizard settings. Customer stated the bolus history was not accurate. Customer did not have a tubing clamp and the high pressure test was not performed. The customer was advised to change the entire set.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.